Event description:
It was reported that the pulse generator was in back-up vvi mode. Previous measured data indicated the device had shown characteristics of rapid battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a total of 8 wire bond joints were broken at the rf flex module - pin 34 to 39, and battery. The broken wire bond joints caused the device to revert to back-up vvi mode.